Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the saved plate and verified that no sample was delivered to well position a8. Fse found damaged tip. Inspected and cleaned arm assembly. Found secondary rack with a lot of play in front to back. Tightened secondary rack standoffs to eliminate play. Splld checking procedure and customer software run without any errors. The instrument was tested without further problem and was returned to expected operation.